Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The lens was returned to manufacturing site inside the associated qualified company cartridge. Viscoelastic observed dried in the cartridge. The lens was located between the loading area and the nozzle entry area. The lens appeared to be stuck in solution in the cartridge. The lens was slightly rotated inside the cartridge. The leading haptic was folded back into the optic fold. The trailing haptic was extended backward behind the optic with the distal haptic tip oriented toward the right side of the cartridge. The cartridge wing locking tabs have only slight compression marks noticed on the front side of each tab. This is evidence that the cartridge was not fully seated into the locking tabs of a handpiece prior to delivery attempt. The cartridge was cleaned for further evaluation. The lens was removed during the cleaning. A top coat dye stain test was conducted with acceptable results. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used with this qualified lens/cartridge combination. The lens appeared to be stuck in solution in the cartridge. The lens was also rotated in the delivery system. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). Both cartridge wing locking tabs show evidence of only slight compression. The cartridge wing locking tabs are designed to be compressed fully when securely seated into a handpiece. This observation would suggest that this cartridge was not fully and securely slid forward into the locking slots of a handpiece prior to delivery attempt. If the lens was advanced without the cartridge being securely seated into a qualified handpiece, this can allow the handpiece plunger to enter the loading area incorrectly, resulting in lens delivery difficulty or damage. It is unknown if a qualified handpiece and qualified viscoelastic were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the iol was blocked at the end of the cartridge. Since there was a risk that lens was defective when in eye, it was decided to implant back-up lens with a new cartridge during initial procedure. There was no impact on patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).